Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported cause was that the battery was in overdischarge due to a prolonged period of time without charging. Pt was taken through a physician override process twice and it still was determined that it was in discharge on(B)(6)2025. Pt is figuring out some insurance issues but will call medtronic when it is resolved to schedule a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The manufacturer representative (rep) called because they were unable to connect to the ins with the tablet, pt programmer, or recharger. Technical services (ts) suspected over-discharged ins. The patient (pt) said they charged on thursday and had stimulation. The pt said they charge twice a day. The pt said on saturday, they were unable to connect to charge ins. The pt said they have had trouble charging for the last two years. The pt said it gradually had been taking longer to charge; it used to take 4 hours, now it took 6 hours to charge. The pt said in 2018 they had an over-discharge and they did a physician mode recharge (pmr). Ts instructed the rep on how to start pmr. The caller stated they performed the pmr and described now seeing the screen indicating the insr was charging from the wall. Tss had caller unplug the insr from the wall, and they saw the screen indicating insr was full. Tss had the caller attempt ins recharging session but they received "reposition antenna" screen. The caller again reiterated that the patient charged the ins last thursday and stopped feeling stimulation on saturday. Tss reviewed that the ins was likely still in overdischarge and another pmr(s) may be needed. The caller was going to initiate another pmr.